Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that syringe 10ml ll s/c 200 was cracked. The following information was provided by the initial reporter: material no: 302995 batch no: unknown it was reported that the 10ml bd syringes on the procedure tray was cracked. Verbatim: during cerebral angiogram for treatment of significant vasospasm, one of the 10ml bd syringes on the procedure tray was cracked and the md happened to notice the crack allowing air into the syringe just prior to injecting IV contrast. Had it not been caught, an air embolus could have been injected directly into the patient's cerebral arteries. ** yof patient with significant vasospasm with evidence of left mca ischemic injury. Subarachnoid hemorrhage and hydrocephalus.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 10ml ll s/c 200 was cracked. The following information was provided by the initial reporter: material no: 302995; batch no: unknown. It was reported that the 10ml bd syringes on the procedure tray was cracked. Verbatim: during cerebral angiogram for treatment of significant vasospasm, one of the 10ml bd syringes on the procedure tray was cracked and the md happened to notice the crack allowing air into the syringe just prior to injecting IV contrast. Had it not been caught, an air embolus could have been injected directly into the patient's cerebral arteries. [** y] of patient with significant vasospasm with evidence of left mca ischemic injury. Subarachnoid hemorrhage and hydrocephalus.